Event description:
Plaintiff alleges sensitization to latex and is subject in the future to one or more anaphylactic reactions to latex products. Further alleges that as a result of this sensitization, the plantiff will be required to carry epinephrine, wear a medical alert bracelet and utilize a respiratory inhaler. Another plaintiff alleges loss of his wife's society, companionship, love, and affection.